Manufacturer narrative:
Additional information provided in a.2., a.3., b.3., b.5., b.6., b.7., d.10., d.11., e.4., h.3., h.6., and h.10. Product evaluation: the lens was returned for evaluation. Solution is dried on the lens. The lens was cleaned with lphse. Light scratches are observed on the anterior side of the optic. A small cracked is observed on the optic edge on the posterior side near a gusset area. The optical resolution is acceptable; lens meets specification. Product history records were reviewed and the documentation indicated the product met release criteria. The customer indicated the use of a qualified cartridge and handpiece. The customer indicated the use of a viscoelastic, which is not qualified for the lens/cartridge combination used. The product investigation could not identify a root cause for the reported complaint. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was provided by the initial reporter that in the surgeon's opinion, effective lens position, caused or contributed to the event. The patient's issues have resolved; vision has improved post-operatively.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. (B)(4).

Event description:
A facility representative reported that following an intraocular lens (iol) implant procedure the iol was exchanged due to wrong power. The iol was exchanged for the same model with a 1.5d difference in power.